Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins hasn't been working for about a year. The patient did not clarify the date/month/year that the issue started. Patient stated they needed to have an MRI today and needed assistance activating MRI mode. During the call, patient reported they were having issues connecting their communicator to their implanted neurostimulator and the issue began today. Agent walked patient through connecting to their implantable neurostimulator (ins) and patient confirmed seeing the device not responding screen. Agent then walked patient through connecting their recharger to their ins and patient confirmed that the recharger was at 100% while the recharger application was showing the open loop screen. Troubleshooting did not resolve the issue. Agent reviewed with the patient that their implant battery may have depleted and that they would need to charge their implant before they could try to connect again to their ins and activate MRI mode. Patient requested MRI mode instructions to be sent via email and stated that they will call back if they need further assistance. Agent emailed the patient MRI mode instructions. On 2025-jun-20 additional information was received from the patient and the healthcare provider (hcp). They reported that the issue was not caused by normal battery depletion. They indicated that the cause was determined and in explaining the cause they said the device finally did turn on, but there was almost nothing as stimulation. It was also painful. They would get a small shock where the metal piece on the charger when charging the device, as well as in their lower back and/or hip at random times. They reported that the shocked continued even after getting the device up to 100%, multiple times, but it was still not working. The hcp also reported that it was not functioning properly, but they could charge it and activate MRI mode. MRI information was reviewed with the hcp.